Event description:
It was reported by the customer that their sensor may not be calibrating correctly and had a bent cannula. Customer states that the device has been unable to calibrate their blood glucose levels correctly and was calling for assistance before bolus. Customer's blood glucose level was 263 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection, found cannula bent. Unable to confirm sensor anomaly due to sensor being opened/used and analysis not required. Unable to perform insertion test due sensor being opened/used.